Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a follow-up report will be submitted.

Event description:
This is the same case as MFR report#: 3005188751-2011-00036, 3005188751-2011-00035, 3005188751-2011-00037, 3005188751-2011-00038, 3005188751-2011-00039 and 2030404-2011-00079. It was reported that during an atrial fibrillation ablation procedure, during the reconstruction of the anatomy, the doctor detected a possible hemorrhage in the pericardium. This was confirmed with ultrasound and the case was aborted. No further treatment was necessary but the patient was transferred to the intensive care unit for observation and is stable.